Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus and total daily dose information was not accurately recorded in the pump¿s delivery history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple manual time and date changes. The pump was exercised for 24 hours and delivered according to the basal program accurately. A 10 unit audio bolus and regular bolus were performed and recorded properly in the device history. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.